Event description:
It was reported that an external fluid leak was observed from the "dialysis line adapter" of an oxiris s set during priming. There was no patient involvement. No additional information provided.

Manufacturer narrative:
Oxiris s has been temporarily approved for use in the us under emergency use authorization eua200164 with a specific indication to treat patients with covid-19 infection. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received, and photographs of the sample were provided for evaluation. Visual inspection of the photos and actual sample showed that the cone of the dialysate male luer lock was broken in the spike, which allowed the leakage event. These components are provided preassembled by a baxter supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified as set damage. The cause of the broken luer connector was determined to be related to supplier product design and manufacturing. A corrective action preventive action record and a change control were previously opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.